Event description:
The customer's parent reported via phone call that the customer received a motor error on the insulin pump during bolus delivery. The customer's blood glucose level was 278 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during the priming/force sensor system test, due to faulty force sensor resistor. No motor error alarm was noted. The motor passed motor test. The device was received with minor scratches on the lcd window, a cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker.